Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, which was at times sharp, stabbing, and debilitating/pain') in a (B)(6) year-old female patient who had essure (batch no. B76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and oophorectomy. Current weight (B)(6). Previously administered products included for to prevent pregnancy: mirena until (B)(6) 2014. Concurrent conditions included overweight, overactive bladder, depression and overactive bladder. Concomitant products included acetylsalicylic acid (aspirin) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain, when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"), dyspareunia ("pain during intercourse, dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches"), alopecia ("hair loss"), fatigue ("fatigue"), dizziness ("dizziness"), anxiety ("psychological or psychiatric condition :anxiety"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: arms and above knee"), headache ("headaches"), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in mouth"), multiple allergies ("allergies") and gait disturbance ("I have difficulty walking and functioning because of recurring cramps") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"), 18 days after insertion of essure. On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric condition depression"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain/ abdominal cramping"), genital haemorrhage ("abnormal, heavy bleeding"), rash pruritic ("topical itching and rashes on her abdomen"), arthralgia ("hip pain/ (sharp pain in sides)"), uterine pain ("uterine pain"), weight fluctuation ("weight fluctuations"), pain in extremity ("leg pain"), rhinitis allergic ("nasal allergy-like symptoms") and abdominal pain upper ("severe stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with citalopram, ketoconazole and surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain lower, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, rash pruritic, alopecia, fatigue, arthralgia, uterine pain, dizziness, weight fluctuation, depression, anxiety, pain in extremity and rhinitis allergic had not resolved and the menorrhagia, vaginal haemorrhage, rash, headache, abdominal pain, dysgeusia, multiple allergies, gait disturbance, weight decreased, abdominal pain upper and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, migraine, multiple allergies, pain in extremity, pelvic pain, rash, rash pruritic, rhinitis allergic, uterine pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure and still suffers from the symptoms reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram on (B)(6) 2014: results: full occlusion of fallopian tubes confirmed.; on (B)(6) 2014: results: tubes were fully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received. Device removal surgery added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.